Manufacturer narrative:
The customer returned the dual lumen tube (dlt) with the glidescope bflex¿ single-use bronchoscope inside of the dlt. A verathon complaints specialist evaluated the returned bronchoscope and dlt where they were able to verify the reported issue. It was found that the tip of the bronchoscope had separated inside the dlt. Further evaluation showed that the dlt returned was a size 41 fr. The returned products were scrapped. The glidescope bflex omm states "the glidescope bflex bronchoscope is a single use device that can be inserted either directly or through an endotracheal (et) tube with an internal diameter of 6.0 mm or larger". It was determined that the internal diameter was less than the required minimum of 6mm. The customer was advised that the dlt used in the event does not meet the minimum inner diameter requirement per the glidescope omm. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that the shaft of their glidescope bflex single-use bronchoscope broke during a patient procedure while utilizing a dual lumen tube (dlt). There was no evidence that material was left behind in the patient. The end users removed the dlt and bronchoscope and completed the procedure with a backup bronchoscope and new tube. No harm to the patient or user was reported.